Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a stenting treatment procedure, the stent moved upon deployment. The physician was treating a lesion located in the leg with this 7x41x120 epic vascular stent. The stent "migrated" a few millimeters during deployment. The case was successful. No patient complications were reported and the patient did well. This product is only ous approved but it is similar to an approved us device.